Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a patient with peak calcification in a 84 mm perimeter aortic annulus, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 23 mm balloon. During valve deployment, infolding occurred. The valve was subsequently exchanged for a new valve of the same size and model. Then two more pre-bavs were performed with a 25 mm balloon. Again, infolding occurred during valve deployment. The second valve was not implanted and was exchanged for a non-medtronic product. It was also noted that the fluoroscopic loading check for both valves showed good loads. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: evproplus-34; product lot/serial number: (B)(6); product type: heart valves product ID: d-evprop34; product lot/serial number: 0011673971; product type: heart valves product ID: d-evprop34; product lot/serial number: 0011681609; product type: heart valves product ID: l-evprop34; product lot/serial number: 0011671614; product type: heart valves product ID: l-evprop34; product lot/serial number: 0011671612; product type: heart valves product ID: unknown 23 mm aortic valvuloplasty balloon; product lot/serial number: unknown; product type: aortic valvuloplasty balloon product ID: unknown 25 mm aortic valvuloplasty balloon; product lot/serial number: unknown; product type: aortic valvuloplasty balloon healthcare professional information cannot be provided due to privacy regulations. Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that both infolds were noted on initial deployment. It was reported that a procedural delay occurred as a results of the infolds. Per the physician, the patient had a bicuspid native valve with significantly calcified anatomy, which contributed to the infolds. It was reported that the valves seemed to be too big , even though the patient¿s annular perimeter was 84 millimeter (mm). Pre-implant balloon aortic valvuloplasty (bav) was performed using a 23mm before the first valve was attempted and with a 25mm balloon before the second valve was attempted.

Manufacturer narrative:
Image review: four images were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. However, it is known that the patient had a bicuspid aortic valve with an annular perimeter of 84mm, suggesting a 34mm evolut. Fluoroscopic valve load inspections were not provided; thus, it is not possible to validate good loads. During valve deployment, an infold was evident. A new valve was attempted to be implanted resulting in an infold. It was reported that a pre-implant balloon aortic valvuloplasty (bav) was performed prior to the implant attempt of the first valve, and two additional valvuloplasties prior to the implant attempt of the new valve. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Since fluoroscopic valve load inspections were not provided for either valve, it is not possible to rule out that possible misloads might have contributed to the infolds. Updated: h6, h7, h9 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.